Event description:
The patient stated he never did get any service from his interstim he still has no stimulation from it. Patient stated it never helped. Patient stated he kept trying all the different programs, he thinks he tried 10 of them. Patient stated he has gone through too much with it already; it was just a bust from the beginning. Additional information reported about 3 weeks later indicated that they never got a constant reaction from the device. The patient had several changes in programs and strengths were steps taken. It was noted that patient no stimulation and device not helping was not resolved. The patient plan to have the device removed soon. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.